Event description:
Customer reported the system is having pt data corruption issues. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software. System operates as intended.